Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The proximal end of the anchor assembly is on the device. The other section of the fractured anchor was not returned. The sutures were not returned. The distal tip of the insertion device is bent. No functional testing can be conducted since there is damage hindering the inspection/evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a rotator cuff repair procedure, the footprint ultra broke while being implanted. The broken pieces were removed with tweezers and suction. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a rotator cuff repair procedure, the footprint ultra broke while being implanted. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.